Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the device performed a threshold search, back-up pulses were delivered which induced ventricular fibrillation. The patient received therapy and the vf rhythm was converted. The capconfirm algorithm was programmed off. The patient will be monitored. No device malfunction.